Event description:
It was reported that during an unknown procedure, the devices either jammed or released multiple clips. All of the devices were used in the same procedure but no other information is available. It is unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator under traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. The analysis results found that device (b) was returned with a j shape clip inside the jaws; the jaws were inspected and no burn was noted. It could not be determined what may have caused the malformed clip. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. Batch # g9kv62: mfg date 08/18/2010; exp date 07/18/2015. (B)(4). The analysis results of device (c) found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing of the device, the tip of the advancer slid toward tissue stop during the first firing sequences causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clips was released. The remaining clips were conforming according to our manufacturing specifications. However, the jaws remained in the closed position each firing sequence; the trigger was assisted in order to open the jaws. In addition, the device locked out as intended but the orange indicator under traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. Batch # g9kh2a: mfg date 07/07/2010; exp date 06/07/2015. (B)(4): advancer, jaws. The analysis results found that the el5ml device (d) was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and with the orange indicator over traveled; this finding is not related with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Batch # h9042d: mfg date 01/18/2011; exp date 12/18/2015 (B)(4): empty. The batch records were reviewed and no anomalies were noted during the manufacturing process.